Manufacturer narrative:
It was reported that a 73-year-old female patient (66kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. After 1hour since the procedure was started, fast-anatomical mapping (fam) of the left atrium (la) was done with a lasso catheter and cavotricuspid merge was done after the transseptal puncture. Left pulmonary vein isolation was applied and the right superior pulmonary vein (rspv) was ablated from the top to the bottom to ablate right pulmonary vein (rpv). At this time, the patient became hypotensive and the heart movement seemed to be slower. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. The symptoms improved after drainage. There¿s no report of prolonged hospitalization. No bwi product malfunctions were reported. There was no evidence of steam pop during the ablation. The device evaluation was completed on 4/5/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After 1 hour since the procedure was started, fast-anatomical mapping (fam) of the left atrium (la) was done with a lasso catheter and cavotricuspid merge was done after the transseptal puncture. Left pulmonary vein isolation was applied and the right superior pulmonary vein (rspv) was ablated from the top to the bottom to ablate right pulmonary vein (rpv). At this time, the patient became hypotensive and the heart movement seemed to be slower. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. The symptoms improved after drainage. There¿s no report of prolonged hospitalization. Physician relates the cause of the adverse event to the procedure and commented that he believes this issue was caused by a perforation with the catheter, but the details of the cause are unknown. No bwi product malfunctions were reported. There was no evidence of steam pop during the ablation.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).